Event description:
A doctor called as an advocate for his mother. She received a blood glucose reading of 134mg/dl from the contour meter, injected insulin accordingly and then passed out. Information regarding treatment or intervention was not provided. Test strips are to be returned for evaluation. Replacement test strips and meter were sent to the customer.